Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg device implanted: (B)(6) 2012; 4196 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was unable to rescue the patient during defibrillation threshold (dft) testing. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.